Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a surgical procedure on the left that included lapicu bunionectomy, a second metatarsal osteotomy on the left foot and a second edl lengthening on the left foot to correct pain and discomfort due to these issues. Allegedly, within in days of the procedure the patient suffered from an infection at the location of the surgical procedure. This action further resulted in continued pain and suffering, and on several different day in which the patient was forced to seek additional medical attention for the infection. This issue continued for months requiring further surgery and medical care.